Manufacturer narrative:
Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(6), ubd: 19-nov-2023, UDI#: (B)(4); product ID: 97 7a260, serial/lot #: (B)(6), ubd: 19-nov-2023, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient with a spinal cord stimulator experienced loss of stimulation on the left side, ongoing stimulation issues with only right-sided stimulation, and lead migration of the left lead from the top of t8 to the top of t9. The patient denied any falls, injuries, or other known precipitating factors. Imaging conducted during intrathecal catheter implantation confirmed the lead migration. The device was not interrogated at the time . The patient had previously undergone reprogramming, but stimulation remained limited to the right side. There was no plan to revise the device, as the patient opted to assess relief from the pump implant before considering revision surgery for the spinal cord stimulator. No patient complications have been reported as a result of this event. The manufacturer representative (rep) indicated they would send any further information as they become aware.